Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that she is rewinding the insulin pump and she received a motor error message. The customer reported that it shut down and erase all her setting on the insulin pump. The customer stated that they are unable to completed the rewind sequence. The customer was advised that the insulin pump will be replaced and to remove the battery to prevent continued alarms. The customer was asked to discontinued the used of the insulin pump and revert to back up plan. No further information was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.